Manufacturer narrative:
(B)(4). Per information provided from customer the ohr for the alleged nstruiment was reviewed and found complete without any irregularities. The alleged instrument was produced at the tecomet, inc kenosha wi facility as part of a 50 pc. Lot (B)(6) 2018. This instrument has not been returned for evaluation and investigation therefore we are unable to determine what caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaw was found not aligned during usage on patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw was found not aligned during usage on patient.